Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 535 mg/dl at the time of incident and other blood glucose value were 461 mg/dl and 536 mg/dl. Customer reported that sensor won¿t calibrate. Customer was experiencing high blood glucose after he replaced his set. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with injections. Customer does not alleged insulin pump was under delivering. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer thought he did not deliver a bolus at 9:47 pm, last bolus of 15.4 units at 10:25 pm and last blood glucose was 536 mg/dl with bolus of 69 units. Customer stated the high blood glucose seemed to be started after he changed the entire set and site and reservoir, ran self test but came back to the same screen and ran displacement test with no reservoir detected alert. Customer would like to continue troubleshooting. The insulin pump and other devices will not be returned for analysis.